Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to bacteremia. The patient presented with evidence of a systemic infection, with positive blood cultures and a 5 cm vegetation present on the rv lead. Prior to the procedure, a gore dryseal flex introducer sheath was inserted femorally, and an angiovac thrombectomy device was used to successfully remove the vegetation prior to beginning the lead extraction. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Due to a significant bend in both leads, the lld ezs could not advance to the distal tip of either lead at the innominate/superior vena cava (svc) region, so both were locked in place in the area. Beginning with a spectranetics 14f glidelight laser sheath on the ra lead, significant lead on lead binding was immediately identified. Progress stalled, and efforts switched to the rv lead with the same glidelight. After several unsuccessful attempts to advance, the 14f glidelight was upsized to a 16f glidelight, attempting extraction of the ra lead. Advancement was made to the innominate/svc region, where a severe binding site was identified, and progress stalled. Next, working on the rv lead with the same 16f glidelight in the area where the leads made a significant bend within the svc, a rapid drop in the patient''s blood pressure was noted. No effusion was identified at that time; however rescue efforts began, including rescue balloon and administration of blood products. Then, it was noted the patient had no pulse, so chest compressions were performed, and extracorporeal membrane oxygenation (ECMO) was was attempted, but was unsuccessful. After approximately 30 minutes of rescue efforts, the rescue balloon was found to no longer be positioned in the original inflated position within the svc; instead it was located slightly above the inferior vena cava (ivc), still inflated. It is unk if chest compressions pushed the balloon out of place, or if it was manually pulled back during the haste of attempting to get the patient on ECMO; however, there was no alleged malfunction of the rescue balloon. The rescue balloon was deflated and withdrawn into the introducer sheath. Chest compressions continued, and bypass procedures were initiated, achieving some blood flow. A pericardial effusion was identified via transesophageal echocardiography (tee). A sternotomy followed, and an innominate/svc perforation was discovered. During attempted repair of the perforation, the patient''s vasculature was found to be extremely friable. The sutures would not hold the tissue together, and despite several attempts, the perforation could not be repaired. The patient did not survive the procedure. This report captures the 16f glidelight in use in the area when the perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the extraction procedure.

Manufacturer narrative:
A2): patient''s date of birth unk. D4): device serial number unk. H3): the device was discarded, thus no investigation could be completed. H6): perforation of vessels, great vessel perforation, and death are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
D4, h4: correction: device model/catalog number from 500-302 to 500-303. Lot number from fgb24b08a to fgc22m05a. Expiration date from 2/15/2026 to 12/12/2024. UDI corrected to (B)(4). Device manufacture date from 2/8/2024 to 12/5/2022. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.